Manufacturer narrative:
Investigation in process. Destroyed while removing.

Event description:
It was reported that the tm humeral stem and tm glenoid were removed for conversion to a reverse antroplasty due to rc failure (patient fall). Note: the tm humeral stem is a zb-warsaw design control. The tm glenoid is a zb-tmt design controlled part.

Manufacturer narrative:
The tm glenoid was manufactured, inspected and packaged within established process specifications and was found to be compatible with the humeral head that was implanted. The tm glenoid is not reported to have failed, rather it was revised due to failure of the rotator cuff secondary to a patient fall. This investigation is considered closed at this time. Should additional information become available, this report may be re-opened.

Event description:
It was reported that the tm humeral stem and tm glenoid were removed for conversion to a reverse arthroplasty due to rc failure (patient fall). Note: the tm humeral stem is a (B)(4) design control. The tm glenoid is a zb-tmt design controlled part.